Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that a patient had a pump problem and the healthcare professional (hcp) turned off his pump on (B)(6) 2014. The patient reported on (B)(6) 2014, he was ¿so wacky and stuff¿ and that he was in the hospital three times but ¿only remembered twice I was so whacked out.¿ the patient wanted to know how long the pump could stay inside him before he had to get it removed. The patient mentioned being in the hospital (B)(6) 2014 or (B)(6) 2014, ¿he couldn¿t remember¿ and having a ¿reaction.¿ the patient reported ¿something went wacky and I was totally out of my mind and went through three phases of turning it off and stuff.¿ the hcp claimed the patient was overmedicating himself and they did a urine test. The reporter stated he was on 1% morphine, baclofen, and nexium for the stomach. The reporter read from a pump strip from (B)(6) 2014 that baclofen was 1000 mg/ml and morphine was 10 mg/ml. The patient also mentioned he had been in the hospital four times in december but that they were not related to the pump. The pump was used to infuse baclofen (unknown) and morphine (unknown). No outcome was reported for this event. Follow up was conducted to obtain additional information that was not available at the time of this report. If additional information is received, a follow up report will be sent.